Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a co2 test failure with c02 errors in the logs. There was no patient involvement.